Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2018 (120 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected blood pump has not been returned to the manufacturer yet. A report will be submitted upon analysis of the returned pump.

Event description:
We were informed by our (B)(4) distributor that the clinic reported negligible membrane movement in the left excor blood pump of a patient supported in the bvad configuration. The clinic switched first to the hand pump and then to the back-up stationary control unit ikus. However, an improvement of the pumping function could not be achieved. The clinic decided to immediately replace the affected blood pump due to a suspected membrane defect. The blood pump was exchanged in the clinic by trained personnel. At the time of the event, the patient was hemodynamically unstable and in cardiogenic shock. At the time of this report, the replacement pump is working fine and the patient is doing well again.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4) is submitting the report on behalf of berlin heart gmbh (manufacturer). The blood pump was tested for functional performance and met its required functional performance. For further investigation, the pump was submitted for an external CT examination where the membrane layers were found to be lying parallel to one another. Based on the CT images, a tear was noted in the air-side layer. The pump was then disassembled for further testing and the membrane layers were individually inspected. A tear was detected in the air-side layer of the triple layer membrane, along the rolling radius of the stabilization ring. The other two layers were found to be intact. At the time of investigation, the membrane thickness of the middle and blood-side layer was found to be within specification at all the defined measuring points. The thickness at either end of the tear in the air-side layer was below specification during failure analysis. The thickness at the defined measurement points in the air-side layer lay within specification. During normal pumping function, membranes can get stressed. As a result, if the membrane thickness is not homogeneous across the membrane layer,there is a possibility that membrane leakage can occur at the thinnest point of the membrane. In this case, continued use may have led to an increase in the size of the leakage to a tear. Because of the size of the tear, no air cushion was formed between membrane layers therefore the membrane was able to eject fully and met it's required specification during testing. An inhomogeneity in the membrane thickness in the air side layer was found to be the cause of the leakage. The pump membranes are made by a manual dipping process by operators, therefore, a minimal variability in membrane thickness is possible.